Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of fluctuating high and low blood glucose of 40 to 466 mg/dl. The customer treated with glucose pills. Customer declined to troubleshoot for their blood glucose. Troubleshooting advised customer on sensor glucose and blood glucose and proper calibration technique.